Manufacturer narrative:
Concomitant medical products: unknown competitor lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had increase pacing threshold measurements. The lead was programmed to the lowest threshold configuration and remains in use. No patient complications have been reported as a result of this event.